Event description:
Reporter noted small <.25mm, piece of styrofoam packing in anterior chamber one day post-op, possible from blade holder. Questions if inert material. No intervention required. Prognosis reported as excellent. Did not feel this device caused or contributed to event.

Manufacturer narrative:
Particle was not available for evaluation. Contacted customer to discuss foam used: inert and non-toxic.